Manufacturer narrative:
Additional information was added: the device was manufactured from august 27, 2019 - august 28, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and no issues were noted. Based on the functional flow rate test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully infuse; this was further described as the device ¿had not fully infused in the 23 hour allocated period of time¿. The device was filled with 8 grams flucloxacillin in 230 ml sodium chloride 0.9% (nacl). This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.